Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the pulse generator header. The device was not implanted and a new one was used.

Manufacturer narrative:
.